Manufacturer narrative:
H11: additional manufacturer narrative: this is one of thirty-five manufacturer reports being submitted for this article. Related report numbers capturing additional events within the same article will be provided upon submission of supplemental reports. Article citation: liu s, yang y, wang y, et al. Mid-term efficacy evaluation of transcatheter mitral valve valve-in-valve replacement with different access approaches for degenerated bioprosthesis at a single center. Zhonghua wai ke za zhi (chinese journal of surgery). 2026;64(5):494-501. Doi: 10.3760/cma.j.cn112139-20251202-00557. The subject device is not available for evaluation as it remains implanted in the patient. A device history record (DHR) review was not performed because the serial number was not provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the medical article "mid-term efficacy evaluation of transcatheter mitral valve "valve-in-valve" replacement with different access approaches for degenerated bioprosthesis at single-center" received from china, a 79-year-old patient with a 29mm edwards valve of unknown model implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 3 years due to degeneration leading to moderate regurgitation. The patient presented with nyha class IV. A transcatheter valve was implanted in replacement.